Event description:
It was reported that vascular dissection and vessel perforation occurred. The target lesion was located in a calcified and narrowed left anterior descending (lad) artery. After rotablation, a 3.00 x 24mm synergy xd drug-eluting stent and a 6f guidezilla ii guide extension catheter was advanced into the proximal lad. However, while preparing to inflate the stent, the patient suddenly moved and dissection and perforation in the proximal lad occurred. The physician asked for a covered stent and deliver it into the lad without success. Eventually, the patient was stable and an echocardiogram confirmed that there was a little perforation. Subsequent echocardiogram showed nothing. The physician then worked to stent the vessel with a synergy stent and was successful. It was not certain what caused the dissection and perforation. The circumflex was also stented and the procedure was completed. The patient was sent home over the weekend with no further complications and fully recovered.